Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Iforia 5 vr-t dx promri df-1: upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the mos2 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. Linox smart promri s dx 65/15: upon receipt, the lead under complaint was found cut 12.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment with inserted locking stylet were returned. In between approximately 4.5 cm of the insulation was missing. The available lead fragment were subjected to an extensive analysis. In the course of the analysis, multiple signs of wear were noted along the lead fragments. In particular around 10 cm proximal from the lead tip the insulation was found rubbed through. The characteristics of this damage indicate excessive wear on the lead. Thus it is assumed that the lead was subject to mechanical stress during the more than 10 years of implantation time. Furthermore the shock coil was found to be deformed which most likely occurred during the extraction procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that high shock impedance was observed. The lead as well as the ICD were explanted and a new system was implanted.